Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one patient who was not diagnosed with pancreatic cancer. The following data was provided (reference range is <37 u/ml): patient 1: initial result = 744 u/ml, repeats = 695 u/ml and 725 u/ml, roche = 17.40 u/ml and 17.0 u/ml (reference range is 0 to 27 u/ml). Since the alinity I ca 19-9xr results were high, the patient had a gastrointestinal endoscopy and pet examination performed. There was not any adverse impact to the patient due to the gastrointestinal endoscopy and pet examinations.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, deviations, or potential non-conformances with lot 29201fp00 and the complaint issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 29200fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 29200fp00. The above review was performed on lot 29200fp00 as it is a sister lot to the likely cause lot 29201fp00. Per the package insert, the alinity I ca19-9xr assay is to be used as an aid in the management of pancreatic cancer. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I ca 19-9xr reagent for lot 29201fp00 was identified. Updated section g1 for updated contact information.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one patient who was not diagnosed with pancreatic cancer. The following data was provided (reference range is <37 u/ml): patient 1: initial result = 744 u/ml, repeats = 695 u/ml and 725 u/ml, roche = 17.40 u/ml and 17.0 u/ml (reference range is 0 to 27 u/ml). Since the alinity I ca 19-9xr results were high, the patient had a gastrointestinal endoscopy and pet examination performed. There was not any adverse impact to the patient due to the gastrointestinal endoscopy and pet examinations. No additional impact to patient management was reported.